Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4) the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery (rcfa) and the moderately calcified left common femoral artery (lcfa) was attempted using two proglide devices in the rcfa and one proglide device in the lcfa via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when removing the plunger, no suture was present, cuff misses were noted with all three proglide devices. There were no issues with depressing the plungers and the click was heard when the device plungers were fully depressed meeting the purple body of the devices. The sutures of four new proglide devices were successfully pre-placed, two in the rcfa and two in the lcfa prior to the evar. The sheath was upsized to 16f and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.